Event description:
On 05/21/2025, a sales representative reported via (B)(4) that an ar-1588btb-ib tightrope® ii btb suture broke. This occurred during an acl reconstruction the graft was passed, and they began tensioning the femoral tightrope, and one of the sutures broke, causing the tightrope to slide freely and no longer tension. A second one was opened, the same issue occurred at the same place. They opened an ar-1588btb and were able to securely implant the graft. Total delay was about 15 minutes. The case ended with no other issues. Everything from the defective tightrope was removed from the patient. Tightropes were cut up and used for shuttle stitches.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.